Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was reported that the patient disconnected without following proper procedures and then reconnected, which is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. The guide also provides instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during drain five of five of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, it was discovered that the patient disconnected from the setup without following proper procedures and then later reconnected to continue with therapy. Proper procedures were reviewed and the patient was advised to start therapy over using new supplies. The patient planned to contact their nurse regarding the event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.